Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported a left total knee revision due to aseptic loosening.

Manufacturer narrative:
An event regarding loosening involving simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a medical review by a clinical consultant indicated: narrative: on (B)(6) 2005 patient underwent a removal of an antibiotic spacer and conversion to a revision left tkr. The revision tka components went on to loosen necessitating revision on (B)(6) 2018. Assessment: the event of a left total knee revision due to aseptic loosening cannot be confirmed, as insufficient information has been received for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there was one other event for the lot provided. It was for the same event for the same patient. Conclusions: the medical review concluded: the event of a left total knee revision due to aseptic loosening cannot be confirmed, as insufficient information has been received for review. The exact cause of the event could not be determined because insufficient information has been received. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported a left total knee revision due to aseptic loosening.